Manufacturer narrative:
Conclusion code field left blank. No available code for undetermined or unknown cause. The customer¿s report that the male luer broke was confirmed. Visual inspection showed cracks in the male luer wall and the collar was nearly detached due to the cracks and breakage. Functional testing could not be performed due to the set¿s male luer tip being broken off. The root cause of the breakage could not be determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the male luer on the extension set broke while in use on a patient. No patient harm reported.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the extension set is placed onto a sterile field and when the set is connected to the mating product, the male spin collar breaks apart and on occasion the male luer tip breaks off. No patient harm reported.